Manufacturer narrative:
The customer determined that there was no malfunction of the iabp and no repair was needed. Although the cs100 was exchanged with a cardiosave during the event, the noise waveform did not disappear. The surgeon had the impression that the intra-aortic balloon (iab) catheter had failed. Thus, no repair was requested from the customer.

Event description:
It was reported that the intra-aortic balloon (iab) was inserted in a cardiogenic shock patient. Since the iab was inserted, the artery pressure was giving an unusual waveform (noise waveform) on the cs100 intra-aortic balloon pump (iabp). The customer replaced cs100 with a cardiosave to continue therapy and the noise waveform started to go steady. The iab was not replaced. There was no patient injury or adverse event reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. A supplemental report will be submitted when additional information is made available.

Event description:
It was reported that the intra-aortic balloon (iab) was inserted in a cardiogenic shock patient. Since the iab was inserted, the artery pressure was giving an unusual waveform (noise waveform) on the cs100 intra-aortic balloon pump (iabp). The customer replaced cs100 with a cardiosave to continue therapy and the noise waveform started to go steady. The iab was not replaced. There was no patient injury or adverse event reported.